Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized, his pd catheter (not a fresenius product) was removed, and he was diagnosed with peritonitis. During follow-up, the patient stated he was feeling much better and is undergoing incenter hemodialysis (hd) for a few more weeks until the peritonitis clears up. The patient stated they were uncertain how he contracted the peritonitis, but stated he hadn¿t spoken with the pdrn in several weeks since transitioning to hd. The patient confirmed his pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed in his left chest. The patient is receiving his antibiotics intravenously during hd without any reported issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the patient¿s transition to hd for rrt. The patient stated the cause of the peritonitis was unknown; therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site (1). It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be excluded from the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the lack of causality, clinical follow-up, and no manufacturer evaluation of the device, this clinical investigation cannot disassociate the patient¿s liberty select cycler or liberty cycler set from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized, his pd catheter (not a fresenius product) was removed, and he was diagnosed with peritonitis. During follow-up, the patient stated he was feeling much better and is undergoing incenter hemodialysis (hd) for a few more weeks until the peritonitis clears up. The patient stated they were uncertain how he contracted the peritonitis, but stated he hadn¿t spoken with the pdrn in several weeks since transitioning to hd. The patient confirmed his pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed in his left chest. The patient is receiving his antibiotics intravenously during hd without any reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.